Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient¿s cgm was reading 236 mg/dl. No bg meter comparison was taken at this time. The patient was not experiencing any symptoms. The patient self-treated the cgm reading with 10 units of insulin. Shortly after this, the cgm ¿jumped up¿ and this is when the patient felt the cgm readings were inaccurate. At some point after the patient administered the insulin, the patient blacked out and fell to the floor. The patient feels that this was due to the cgm reading at a high bias causing her to treat with extra insulin that was not needed. The patient¿s mother found her. The patient was confused and felt like she was ¿drunk¿. The patient was also experiencing hot and cold flashes. The patient¿s mother provided the patient with some food. At some point, the patient's bg meter reading was 101 mg/dl (it is unclear when this occurred in the timeline of events). The patient recovered at home and was not taken to the hospital. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e2304 chills. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.